Manufacturer narrative:
Re-submitting this case (3002807350-2016-00008) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Incident occurred in (B)(6) and the product involved in this incident is similar to the product sold in USA. Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. On the (B)(6) 2016, series of events started to occur after two hours into the treatment. The patient was transferred to hospital 1 ((B)(6)) and hospital 2 ((B)(6)) on the same day. The patient died at hospital 2 the next day, (B)(6) 2016. There were multiple devices involved in the event and jms fistula needle is one among the devices. It is not definite if jms needle is the contributory cause of the incident. From reserve sample evaluation and device history record review, there was no abnormality found on the reported lot number. The products met the qa specifications prior releasing it to the market. There was no malfunction on the needle itself. Lastly, jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Incident occurred in (B)(6). After a series of events occurred on (B)(6) during dialysis treatment, patient expired the next day at hospital. There were multiple devices involved in the event and jms avf needle is one among the device used. The device involved in the event is similar to the device sold in us.